Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that during the operation, there was a problem with the force of the catheter. A second catheter was used to complete the operation. There was no adverse event reported on patient. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and visual analysis of the returned device revealed reddish material inside and a hole on the pebax of the device. The awareness date for this reportable lab finding is (B)(6) 2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The device was returned to biosense webster for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned device revealed reddish material inside and a hole on the pebax of the device. A screening test was performed, and the device was recognized but failed to be visualized; however, error 105 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for lot 30661394l and no internal actions related to the reported complaint condition were identified. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood inside the pebax area found could be related to the reported issue. According to the instructions for use, the following guidelines should be followed: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿3 system, prior to use of the force feedback feature. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).